Event description:
It was reported that the wake button was not working. Customer applied more force to the button to resolve the issue. Additionally, it was reported that the pump touch screen was unresponsive. Customer¿s blood glucose (bg) level was in 550-575 mg/dl range. A correction bolus via the pump was delivered to address bg. During troubleshooting with technical support, the pump was reset, and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.